Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences with threshold suspend. Customer states threshold suspend would turn insulin pump off. Customer was not able to troubleshoot as customer states she was no longer having issues at the time of call due to turning pump off and on and calibrating which solved the issue. No further information provided.